Event description:
On (B)(6) 2014, it was reported that the patient was in the hospital for three days for diabetic ketoacidosis. She experienced vomiting and fainting; an ambulance was called to take her to the hospital. She stated that she was also in the hospital for 2 days in (B)(6) with the same symptoms. The patient and the clinic think her infusion device is not delivering her basal insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).